Manufacturer narrative:
A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no additional contact information given. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported reagent exposure with the binaxnow covid-19 ag self test kit on 02 oct 2024. The reagent was accidentally used as eye drops. The customer noted a burning sensation and contacted poison control. She then washed her eyes with water, which improved her condition without medical intervention. The consumer mentioned being okay after eye washing.

Event description:
The consumer reported reagent exposure with the binaxnow covid-19 ag self test kit on (B)(6) 2024. The reagent was accidentally used as eye drops. The customer noted a burning sensation and contacted poison control. She then washed her eyes with water, which improved her condition without medical intervention. The consumer mentioned being okay after eye washing.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported reagent exposure with the binaxnow covid-19 ag self test kit on (B)(6) 2024. The reagent was accidentally used as eye drops. The customer noted a burning sensation and contacted poison control. She then washed her eyes with water, which improved her condition without medical intervention. The consumer mentioned being okay after eye washing.

Manufacturer narrative:
Correction: h6: b11 & b12 codes removed. A product deficiency was not reported or found. Technical service was unable to provide the safety data sheet, as there was no additional contact information given. Technical service advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.